Manufacturer narrative:
A user interface (ui) board, ui display were return for analysis. A visual inspection of the returned components was performed, no notable conditions were found. An investigation was performed, and the product analysis technician reported that the root cause was due to a burned-out cold cathode fluorescent lamp (ccfl) backlight.

Event description:
It was reported that the ventilator had a blank screen and an alarm was triggered when powering the unit on. It was reported that the issue occurred during set up for use. No delay or patient harm reported.

Manufacturer narrative:
G4:13apr2021. B4:10may2021. The service engineer (se) inspected the device and found that the unit had an old screen and new parts were required for the replacement. The se replaced display, display cable, end cap bezel, user interface board to display cable, and user interface board. The unit was checked overall, cleaned, functionally tested, and no abnormality was confirmed.